Event description:
A customer contacted beckman coulter to report that the unicel dxc 600i synchron access clinical system generated false high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results for thirty seven (37) patient samples. The high results were reported out of the laboratory. When the issue was noticed, the affected samples were rerun on the backup dxc analyzer in the customer's laboratory and the reports were amended. The customer provided forty seven (47) printouts from forty six (46) patients. The customer indicated that quality control (qc) prior to and after the event was within the laboratory's established ranges. Based on available records, the analyzer was calibrated at approximately 1 pm the previous day ((B)(6) 2013). Qc was run at approximately 2 pm on (B)(6) 2013 and was within the laboratory's established ranges; near the mean. The patient samples were run on the night shift starting around midnight on (B)(6) 2013 to approximately 7 am on (B)(6) 2013. Qc was not run again until 10 am (after the event) on (B)(6) 2013 and obtained values were extremely high (14 mmol/l above the mean). No death or injury has been reported in connection to this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse identified multiple issues including gel-like substance on top of the electrolyte injection cup (eic) and obstruction in the eic valve, a dirty flowcell (including obstructions in several ports), carbon dioxide (co2) quad ring retainer cracked and missing o-ring in modular chemistry (mc) sample probe. The fse bleached the lines, cleaned the flowcell and the eic. The fse replaced the carbon bridge, co2 retainer and membrane, and ion selective electrode (ise) reagents. The fse ordered a ratio pump because it was due for replacement. The fse did evaluate the ratio pump, but no performance issues related to the ratio pump were found. Bec contacted the customer regarding system maintenance. The customer performs maintenance as per bec requirements. The customer denied having sample quality issues. Failure mode is unknown. The fse identified and corrected multiple issues.